Event description:
Baxter reported a leakage from the silicone tubing. The set has been in use for 11 days. There was no patient injury or medical intervention associated with this incident according to the international affiliate.